Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: unknown lot size, 7 accolade ii stem; unknown lot, 36mm ceramic head, 2.5mm ofset; unknown lot, tritanium 60mm multi hole shell; unknown lot, 25mm screw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
Four years post-operative, patient, me, is experiencing like a clicking and pain in that joint. The implant is a stryker accolade ii size 7 with standard neck femoral stem and a striker titanium 60 mm multi hold cup 120 mm in one 25 mm screw standard polyethylene lindy for a 36 mm outer diameter head. A ceramic 36 mm outer diameter head with 2.5 mm neck length. I've had multiple visits and imagery to determine the implant is fully fixed but I endure pain with this and it's not acceptable.

Manufacturer narrative:
Reported event: an event regarding pain involving trident liner was reported. The event was confirmed based on medical review. No device specific failure modes were identified or confirmed as pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. Method & results: device evaluation and results: not performed as device remained implanted. Clinical review: a review of the provided medical records and/or x-rays by a clinical consultant stated that : ¿ adverse event identified - ongoing trochanteric pain and snapping postoperatively from tha for hip fracture; hazards - none clearly related to implant ; conclusion - the patient had ongoing pain and snapping laterally (trochanteric) on the right hip. The issue appeared to be soft tissue related. There were confounding medical problems such as chronic low back pain among other things. There were no apparent implant related complaints. Product history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusion: an event regarding pain involving a trident liner was reported. The event was confirmed based on medical review. No device specific failure modes were identified or confirmed as pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. The exact cause of the event could not be determined because insufficient medical information was provided. Further information such as more medical documentation, imaging studies, laboratory reports or data are needed. If devices and / or additional information are received, this investigation will be reopened and re-evaluated. The following devices were also listed in this report: cat# 6720-0737; size 7 accolade ii 132 deg; lot# 42349709. Cat# 6570-0-536; delta v-40 ceramic head 36/+2,5; lot# 4503701. Cat# 502-03-60f primary tritanium hemi cluster hole cup 60mm; lot# da16ea. Cat# 2030-6525-1; 6.5 cancellous bone screw 25mm; lot# kt2m20. Cat# 2030-6520-1; 6.5 cancellous bone screw 20mm; lot# hp0t8n. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not available.

Event description:
Four years post-operative, patient, me, is experiencing like a clicking and pain in that joint. The implant is a stryker accolade ii size 7 with standard neck femoral stem and a striker titanium 60 mm multi hold cup 120 mm in one 25 mm screw standard polyethylene lindy for a 36 mm outer diameter head. A ceramic 36 mm outer diameter head with 2.5 mm neck length. I've had multiple visits and imagery to determine the implant is fully fixed but I endure pain with this and it's not acceptable.